Manufacturer narrative:
The customer¿s reported problem was confirmed. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
Case #: (B)(4). (B)(4). Biomed need assistance on 8100 sn(B)(4) and 8100 sn (B)(4) are both having the same issue unable to recognize the channel. Failure device type: alaris system instrument. Failure problem type: 8100. Failure mode: see case notes. I assisted biomed on 8100 sn (B)(4) and 8100 sn (B)(4) are both having the same issue unable to recognize the channel. Resolution is to try replace logic board. Biomed will go ahead and replaced logic board. If need further assistance will call back.